Event description:
Reportedly, during device set up, there was an "o2 sensor error" message on the ventilator even after oxygen sensor calibration. Upon replacing, the o2 sensor did not solve the issue. There was no patient involvement.